Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited variable and high out-of-range pace impedance measurements; a lead fracture was suspected and later confirmed via x-ray. A revision procedure was then performed at which time the lead was tested via pacing system analyzer (psa) and variability in measurements was also confirmed. The physician elected to surgically abandon and replace the lead. The patient had a good underlying rhythm and there were no reports of adverse patient effects.